Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigations replicated and confirmed the reported complaint. The instrument was found to have a loose grip cable at the distal end. The instrument was found to have a cracked clamping pulley, as a result the grip cable became loose. The root cause of this failure is attributed to mishandling and misuse. Additional observation not reported by site: the housing was removed for inspection and the grip clamping pulley was found to have a crack, causing the loose grip cable. Improper cleaning during reprocessing most commonly causes this failure. The root cause is typically attributed to mishandling and misuse. The instrument passed the recognition and engagement test, however, clip test was performed and it failed. There was no image or video clip submitted for review. A review of the instrument logs for the medium-large clip applier (part# 470327-12 /lot#: n10201123-0013) was performed. The instrument was last used on (B)(6) 2022 via system (B)(4) for a cholecystectomy surgical procedure. There was 33 uses remaining after the last usage. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the medium-large clip applier instrument was not working although it still had lives remaining. There was no report of patient harm due to this event. No other information was provided. Intuitive surgical, inc. (Isi) contacted the inventory control specialist and obtained the following information: the instrument was left on their desk. Customer did not give any notes and it was tagged as "not working."